Event description:
It was reported that a dissection occurred. The patient presented with an inferior wall myocardial infarction. The 80% stenosed target lesion, located in the moderately tortuous and moderately calcified proximal-mid right coronary artery (rca), was pre-dilated with a 2.50 x 12 mm non-compliant balloon. A 3.50 x 38 mm synergy stent was deployed at 16atm for 15 sec and post-dilated with a 3.50 x 12 mm non-compliant balloon. A type b proximal edge dissection was noted. The patient experienced slow flow. The dissection was covered with another 3.50 x 12 mm synergy stent, and the procedure was completed successfully. The patient was stable post procedure.